Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2218-50, serial/lot: (B)(4), description: linear st lead kit 50 cm.

Event description:
A report was received that the patient experienced lead migration and inadequate stimulation. One lead was reprogrammed (sc-2218-50, serial number: (B)(4)), and the patient underwent a lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient did not experience migration of the lead sc-2218-50 serial number: (B)(6).

Event description:
A report was received that the patient experienced lead migration and inadequate stimulation. One lead was reprogrammed (sc-2218-50, serial number: 5111790), and the patient underwent a lead revision procedure.